Event description:
It was reported there was leakage from the base of the tube during liquid filling. The event occurred during priming.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One unit was received for evaluation in used condition. As received, no physical damage or other anomalies were observed. Functional testing was performed and a leak was observed between the tubing and female luer. Further inspection of the bond showed spotty solvent coverage. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing in tijuana. A lot of history review was performed and no nonconformances were identified.